Event description:
(B)(4). Same case as MDR ID# 2134265-2012-02248. It was reported that post coronary stenting procedure, thrombosis, in-stent restenosis, and myocardial infarction occurred. In (B)(6) 2012, the patient presented due to unstable angina (braunwald classification-ib) and was referred for cardiac catheterization which revealed two target lesions. Lesion #1 was 100% stenosed and located in the mid right coronary artery (rca). The lesion was 30 mm long with a reference vessel diameter of 2.5 mm and treated with pre-dilatation and placement of a 3.00 x 38 mm ion coa stent. Following post dilatation, residual stenosis was 0%. Lesion #2 was 70% stenosed and located in the distal rca. The lesion was 26 mm long with a reference vessel diameter of 2.5 mm and treated with pre-dilatation and placement of a 3.00 x 38 mm ion coa stent. Following post dilatation, residual stenosis was 5%. Later the same day, the patient was discharged on aspirin and clopidogrel. Four days post index procedure, the patient experienced elevated cardiac enzymes, myocardial infarction and thrombosis. The 100% in-stent restenosis of the previously placed study stent located in the mid rca was treated by performing thrombectomy using a non-bsc device and balloon angioplasty with 10% residual stenosis. Additionally, the 90% focal in-stent restenosis of the previously placed study stent located in the distal rca was treated with balloon angioplasty with 0% residual stenosis. Two days later, the patient was discharged.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).